Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the contrast/up/down/ok keypad buttons responded intermittently to user inputs during testing and there was evidence of adhesive/contamination found under all the key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The contrast and down arrow keypad buttons are intermittently unresponsive when pressed. The reporter claimed the down arrow button has to be pressed multiple times for a response. The keypad is intact. There was no adverse event associated with this complaint.